Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was 63 mg/dl. The customer states they are stuck in rewind complete/bolus delivery loop. The customer also reported that insulin pump gives the no delivery alarm. The device will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test and prime test. No rewind anomaly noted. Device primed properly. However, unexpected no delivery alarm during the excessive no delivery test due to faulty force sensor resistor (gold).